Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. Two knobs were broken and one knob was missing. Two knob springs were missing. The upper and lower cases were broken. The tablet on the hook was broken. The protective cover was missing. The knob and motherboard wire was disconnected. Battery springs were deformed. Preventive maintenance required replacement of the motherboard. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) knob was missing. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.